Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2010 and performed to specification up to (B)(6) 2015. An in range patient impedance was detected during this time with the device successfully delivering a shock. An increase in voltage proceeding this event suggests a further pad-pak was installed. Multiple manual power ups some of ten minutes duration were observed in the device memory on (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs along with the manual power ups of less than one minute duration may indicate the user was regularly power cycling the device or that the device was switching on automatically and the user was intervening by switching the device off via the on/off button. The measurements taken and the excess current drain measured during the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.